Event description:
It was reported that the green light is on a/c adapter. The last day the patient was able to charge her insr and ins was the day before she went into the hospital for an unrelated procedure. The patient had spots on her lungs and was having chest pains. The patient was in hospital from (B)(6) 2013. The programmer was showing the patient needed to charge her ins. The patient was experiencing no stimulation sensation. The issue occurred following an unrelated medical procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).